Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: registared nurse (rn) reported she started an intravenous immunoglobulin (ivig) and received an air-in-line (ail) alarmrn reported she started ivig and received an ail alarm. She stated she said no to prime pump with 11 ml prompt and started the infusion and stepped out of room. She came back in room and noted that the pump said priming complete. She reported to the md that the patient received an 11ml bolus of ivig.